Manufacturer narrative:
Customer has requested a replacement back pack. Hygenic corporation has reached out to request further information regarding the user's recovery and to request the return of the device for further investigation/testing.

Event description:
The hygenic corporation was notified of an adverse event involving the therapearl back wrap with strap reusable back pack. The user reports warming the back pack in the microwave for one minute after which she applied to the left side of her back. Application time is unknown, but when the pack was removed the user reports burns with blisters. The user consulted a pharmacist on the injury who believed they saw "burn marks" on the device. Initial investigation results show that the finished product specifications were met for this lot and this is the only complaint received for the product.